Event description:
Paramedics responded to a person described as in cardiac distress. The pt was connected to the device with a 3 lead cable and rhythm diagnosed as paroxysmal supraventricular tachycardia. The pt was administered adenosine and transported to the hosp. According to the rptr, immediately following the administration of adenosine, the device alarmed "ECG leads off", displayed a dashed line then returned to normal operation a few seconds later. No adverse affects to the pt were reported as a result of the alleged malfunction.